Manufacturer narrative:
Investigation completed on a smiths medical ambulatory infusion pumps/cadd solis vip pumps ? 2120. Event log revealed (B)(6) 2005 12:00:09 am medium alarm displayed: pump settings and patient data lost. The reported problem of lost data, even after battery replaced was confirmed. This was isolated to the pwa board, which was corrupted. Action taken to replace pwa board. Device then passed all functional testing.

Manufacturer narrative:
Additional information was provided that gave more details about the event.

Event description:
Additional information was received that there was an audible alarm heard when the error occurred.

Event description:
Information was received indicating that cadd solis vip displayed an error that the data is lost. There were no adverse events reported.